Event description:
The customer stated that she was hospitalized due to high blood glucose levels, with a reading of 303 mg/dl and ketones. The customer's last infusion set change was three days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer did mention that she was getting bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.